Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain ¿ dysmennorhea"), menorrhagia ("bleeding ¿ menorrhagia"), allergy to metals ("nickel allergy") with dermatitis allergic, vaginal infection ("vag. Infect."), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine / headaches") and nausea ("nausea") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, allergy to metals, vaginal infection, alopecia, fatigue, migraine, nausea and uterine leiomyoma outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, uterine leiomyoma, uterine perforation and vaginal infection to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2013 and (B)(6) 2010. Received treatment for pain, bleeding, allergy, perforation and other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: category of case changed to incident. Event ¿injury¿ replaced by more specific information: perforation, dysmenorrhea, menorrhagia, allergy ¿ rash/skin condition, nickel allergy, vaginal infection, hair loss, fatigue, migraine, headaches, nausea and uterine fibroid. Patient underwent a hysterectomy (full) and salpingectomy (bilateral). Lab data added. New reporter added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ yes') and genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain ¿ dysmennorhea"), menorrhagia ("bleeding ¿ menorrhagia"), allergy to metals ("nickel allergy") with dermatitis allergic, vaginal infection ("vag. Infect."), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain /loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pelvic pain ("pelvic pain") and infection ("infection (other)") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, allergy to metals, vaginal infection, nausea, uterine leiomyoma, vaginal haemorrhage, weight fluctuation, abdominal pain, back pain, pelvic pain and infection outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, fatigue and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted for insertion date (B)(6) 2013 and (B)(6) 2010. Received treatment for pain, bleeding, allergy, perforation and other injuries/sympt. They were cannulated easily with 4 coils visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: the uterus measures 11.1 x 6.5 x 7.9 cm. Multiple contour deforming masses are redemonstrated, consistent with leiomyoma. Multiple small nabothian cysts are noted. 1. 2.4 cm in the anterior mid body. 2. 3.1 cm in the anterior fundal region 3. 2.0 cm in the posterior mid body. 4. 1.8 cm in the anterior mid body. Impression: 1. Multi-fibroid uterus. 2. Normal ultrasound appearance of the ovaries. 3. Bilateral essure devices. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (general); abnormal bleeding (vaginal) , weight gain/loss, abdominal pain , lower back pain , pelvic pain, infection (other) were added. Event outcome were updated : heavy bleeding, hair loss, migraine , fatigue were added. Lab data and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included uterine fibroid. Concomitant products included cyclobenzaprine, diclofenac, tramadol and trazodone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding/ severe bleeding\passing large clots"), dysmenorrhoea ("pain ¿ dysmennorhea/ dysmenorrhea (cramping)"), menorrhagia ("bleeding ¿ menorrhagia/ abnormal bleeding (menorrhagia)/severe bleeding/ I would also pass large blood clots "), allergy to metals ("nickel allergy") with dermatitis allergic, vaginal infection ("vag. Infect."), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine / headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pelvic pain ("pelvic pain/ pain") and infection ("infection (other)") and was found to have uterine leiomyoma ("uterine fibroid") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) and salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, allergy to metals, vaginal infection, nausea, uterine leiomyoma, vaginal haemorrhage, weight increased, abdominal pain, back pain, pelvic pain and infection outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, fatigue and migraine had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2013 and (B)(6) 2010. Received treatment for pain, bleeding, allergy, perforation and other injuries/sympt. They were cannulated easily with 4 coils visible on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: the uterus measures 11.1 x 6.5 x 7.9 cm. Multiple contour deforming masses are redemonstrated, consistent with leiomyoma. Multiple small nabothian cysts are noted. 1. 2.4 cm in the anterior mid body. 2. 3.1 cm in the anterior fundal region. 3. 2.0 cm in the posterior mid body. 4. 1.8 cm in the anterior mid body. Impression: 1. Multi-fibroid uterus. 2. Normal ultrasound appearance of the ovaries. 3. Bilateral essure devices. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received : event "weight fluctuation" updated to "weight increased". Concomitant products added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.